Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a follow-up in-clinic, increased defibrillation impedance was observed on the right ventricular (rv) lead. Conductor fracture was alleged but not confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.